Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Customer was being transported from his residence to dialysis. Customer was being loaded into a van when customer and his scooter were caused to fall onto the ground which resulted in injury.

Manufacturer narrative:
The "serial #" and "device manufacture date" have not been provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Customer was being transported from his residence to dialysis. Customer was being loaded into a van when customer and his scooter were caused to fall onto the ground which resulted in injury.